Event description:
The customer called and reported, he was on the phone with his stock broker, who thought something was wrong with the customer and called the paramedics, who treated customer for low blood glucose of 21 mg/dl. He had been wearing the insulin pump at the time the paramedics were called. Customer was treated with glucose intravenously to raise blood glucose.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.